Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address - line 2: (B)(6). H4: device manufacture date: unknown due to unknown lot number. The actual sample was evaluated by tc, and reference photos were received. The sample was confirmed broken. The proximal end and the distal end of the catheter are raggedly cut and pinched. The proximal hub approximately measures 1mm from the hub tip while the distal tube approximately measures 50mm. The sample contained blood. Retention sample, the lot number is unknown; an evaluation was not performed. The associates who are tasked to perform specific functions throughout the manufacturing process undergo training and qualification. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly with the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle stickout. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 65% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The investigation was based on all the available information regarding this issue. No retention samples and lot history files were checked since the complaint lot number was unknown. The ends of the tube were ragged and pinched, indicating that the breakage was not clean and likely resulted from tearing or forceful separation. The catheter breakage occurred, possibly due to improper handling or positioning of the patient, since the catheter was placed on the antecubital vein. As informed through the details of the complaint, the device involved was used for nine days properly. The damage likely occurred during the removal process. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The ragged and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo corporation received the following information: the user facility reported that on (B)(6), a surflo was placed in the antecubital area in the operating room. From on (B)(6) onward, there was no intravenous infusion; however, the catheter remained indwelling. On the night on (B)(6), the catheter was removed; however, it detached at the hub during removal, resulting in a portion remaining within the blood vessel. On (B)(6), the remaining catheter fragment was surgically removed. The patient has recovered after the removal of the fragment. The patient was stable.